Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the ins (implantable neurostimulator) system was explanted and replaced due to impedance values being greater than 10,000 ohms and a loss of stimulation/therapeutic effect. Patient status at time of this report was noted as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Analysis of the lead (lot# v487281020) found no significant anomaly; the stimulation lead body was cut through and product was segmented. Analysis of the implantable neurostimulator (s/n (B)(4)) found insignificant anomalies; the implantable neurostimulator stimulation was functionally okay. Analysis of the first anchor found no anomaly. Analysis of the second anchor found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.